Event description:
Reporter alleged discrepant, back to back blood glucose results of 372 mg/dl and 155 mg/dl when testing was performed within 1 minute on the compact plus system. Reporter stated customer had no symptoms, and reported no treatment/action based on results.. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products: zoloft - 1.5 months - 50 mg daily; synthroid - 1.5 months - 75 mg daily; lantus - 1.5 months - 20 units daily; risperdal - 1.5 months - 0.25 mg daily; lasix - 1.5 months - 40 mg daily; potassiumchloride - 1.5 months - 20 mg daily; lopressor - 1.5 months - 50 mg daily; neurontin - 1.5 months - 300 mg daily; protonix - 1.5 months - 80 mg daily; novolog - 1.5 months - 30 un its daily; percocet - 1.5 months - as needed.